Event description:
Boston scientific received information that a remote monitoring system detected a high shock impedance measurement on this right ventricular (rv) lead. The shock impedances were greater than 125 ohms after being within normal range consistently. The local sales representative questioned if the alerts through the remote monitoring system could be turned off. Boston scientific technical services (ts) discussed that the red alerts cannot be turned off. A ts consultant also provided guidance on troubleshooting to determine the cause for the out of range shock impedance measurements. The patient will be checked by the physician at their next scheduled follow up. This rv lead has been surgically removed and replaced with another lead. No adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.